Event description:
After a stenting treatment procedure, difficulties were encountered with the wallstent iliac stent. In 2001 the pt underwent endovascular repair of an aortic abdominal aneurysm. An encure bifurcated graft was used in the right and left iliac arteries, and wallstent stents were placed in both arteries. The right iliac wallstent eroded through the encure graft, and into the iliac artery. Surgery to repair the damage was done in 2004.